Manufacturer narrative:
This report is submitted on september 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no clinical benefit with device use resulting in the decision to explant the device (date not reported). The patient will not be reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 10, 2018. (B)(4).